Event description:
Device issue: difficult to split the sheath. Time of device issue: during vessel closure. Adverse events: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the exchange sheath was bulky, the material was "too" thick and the sheath was difficult to split. It was reportedly hard to get tactile feel during splitting of the sheath. The physician reported that this has occurred from (B)(6)2010 to (B)(6)2010 in approximately 85% of his procedures. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available or provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.